Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, scratched case and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was damaged and cracked. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.